Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion, screw - rod fixation and transforaminal lumbar interbody fusion (tlif) surgeries at l4-s1. Post-op, one of the screws implanted in s1 have severed and was broken. On (B)(6) 2019 the imaging were fine and showed no breakage. But on (B)(6) 2020 the imaging shows one broken screw at s1. Patient is aware and the screw remains in the patient's body. No information on any revision surgery has been received yet.